Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call a recurring issue where the insulin pump rejects new batteries. Customer also reporting issues with pump rewind speed and battery longevity. The customer¿s blood glucose level was unknown at the time of the incident. Customer declined troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. Pump passed displacement test, self test, off no power test and all operating currents tested within the spec range.